Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). Reportedly, the customer is new to the pump and the customer's health care professional recommended the pump settings be adjusted. Tandem technical support guided the customer through adjusting the pump settings. A manual injection was administered to address elevated bg levels.